Event description:
Customer reported receiving a button error alarm on the insulin pump. The blood glucose reading was 223 mg/dl. He could not recall any significant events leading up to this alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no button response due to flattened up button dome switch. No button error alarm during testing. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.